Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving saline, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that no pain relief/broken pump/pump not working/pump sticking out of his stomach. Patient didn't know if it was broken, it could be the pump, it could be the catheter, maybe it was kinked he did not know. Since moving, patient had been seeing a healthcare professional (hcp) and another hcp who did a dye study. He moved 3 or 4 months ago and started seeing a new hcp. His new pain hcp looked at the number of what was in the pump and in his opinion patient was getting enough fentanyl to be laying on the floor. The hcp said something must be wrong if last hcp had it set on high with fentanyl and patient was getting no pain relief. The hcp figured something was going on with the catheter location. When they attempted to do the dye study the dye would not go in it punched right out of his skin. Pump had not been filled since he left 3 to 4 months back it had saline in it. Since then patient had been on fentanyl patches which were expensive and patient was disabled due to a very bad car accident, prior to the pump. Patient said he would be having his 7th back surgery in october, because the l2 pedicle screw was loose. It would be a 10 hour surgery and involve 4 levels. Patient's pump was broken and it was less than a year old. Patient was discouraged and disappointed that there was a manufacturer representative (rep) at the dye study to see if it was working. The rep saw it did not work but no one called to say what was his next move. Patient had been sitting with an inactivated pump, less than a year old that was sticking out of his stomach. No further complications were reported. Refer to pe (B)(4) for details pertaining to no pain relief. Refer to pe (B)(4) for details pertaining to stim trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via a manufacturer¿s representative (rep) on 2018-sep-10. It was reported that there was an empty pump reservoir. The pump alarm occurred on (B)(6)2018. The caller does not know if the pump was ever updated with the tablet. It was confirmed that therapy was not intentionally discontinued. The rep stated the patient's pump will be filled by the managing doctor as soon as preservative free saline comes available to them. There were no symptoms reported. There were no further complications reported/anticipated.